Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dialysis catheter. The customer noticed that the clamp on the hp third lumen was faulty. The lumen was clamped with forceps before removing the catheter and using a different catheter. The pt was not injured or affected as a result of this complication.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.